Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pump was explanted due to an abdominal wall fistula. The patient did not receive a new pump. It was reported that cultures were taken of the lvad and driveline. The results were requested by the manufacturer but further information was not provided.

Manufacturer narrative:
The presence of thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicated that they likely formed over an undetermined period of time while the pump was supporting the patient. Examination of the rotor upon disassembly of the pump also revealed a flat, denatured, tissue-like deposition adjacent to one of the rotor blades. Areas of this deposition were hard and denatured, indicating that it was likely present while the pump was supporting the patient. However, its lack of lamination suggested that it may have developed elsewhere. A root cause for the development of the observed formations and a correlation to the patient¿s condition could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 10 months. The device was returned to the manufacturer but the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.